Event description:
It was reported that post op to a gastric band procedure on the second adjustment/fill, the surgeon was able to put fluid in but could not withdraw the fluid. The surgeon took the patient back to surgery and found the tubing was disconnected and the tube was embedded in the tissue. The strain relief and locking connector were still attached to the port. The port was replaced and the tubing was reconnected. The patient is fine.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.